Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the middle section. The heater coil pet and implant tether were found melted, indicating the device did experience thermal activation using a detachment controller during the procedure. However, the heater coil¿s forward and backward winds were found to be touching. The heater coil winds touching will cause the system to short, which would lead to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the hypotube kink, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: the web could not be detached. This was confirmed despite a prior control test using the detachment controller. The device was therefore retracted into the catheter, removed, and replaced with a 6 x 4 web sl. The patient is doing well.